Manufacturer narrative:
Final analysis of the device revealed motor corrosion and feedthru anomaly. The pump battery passed the voltage and resistance test (within 317 ohm upper limit). Method: this report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.

Manufacturer narrative:
Catheter model 8709; lot# j10933r69; implant date: 2001-(B)(6); explant date: na; pouch model 8590-1; lot# n171402; implant date: 2008-(B)(6); explant date: unk.

Event description:
On (B)(6)2011, the patient had been hearing a two-toned alarm every 20 minutes for the past 12 hours. The patient felt achy like she had a flu bug and was itching. The patient had not had a recent MRI. Telemetry confirmed a critical alarm was occurring. The pump was in safe state; the logs noted several low battery/reset messages throughout the logs. The patient was given oral medication until the pump could be replaced. The pump was delivering dilaudid.

Event description:
Additional information: it was later reported that the pump was replaced. A possible battery recall issue was indicated. Patient sustained no injury and recovered without sequela.